Event description:
The customer contact reported, backflow of solution. The primary tubing set was being used to deliver lactated ringers at an unspecified rate. An unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set to deliver an unspecified solution. Reportedly, after the secondary solution bag was lowered, "the secondary solution backed up in the primary line." It was reported the therapy was interrupted and a dose of the unspecified secondary solution was missed. Multiple unsuccessful attempts have been made to obtain add'l info including pt outcome.

Manufacturer narrative:
The customer indicated the device was discarded.